Manufacturer narrative:
(B)(6).

Event description:
It was reported by an attorney that the patient received inappropriate therapies and that physicians have discussed lead replacement with the patient. No further information is available.